Event description:
The complainant reported that the hub detached from the catheter during high pressure injection at 900 psi. The procedure being performed was an angiogram of the aortic arch. There was no harm of injury to the pt or the clinicians.

Manufacturer narrative:
Device eval: the suspect device was not returned to merit for eval. Six devices from the same lot as the suspect device were evaluated. Pressure testing was performed by setting the power injector at 1100 psi. All devices tested were found to have leaks. However, none of the tested devices had hub detachment, as reported by the complainant. The complaint could not be confirmed as reported by the complainant. Although the complaint could not be confirmed, there has been a modification made to the bonding process to reduce this type of failure. The device history record was reviewed and no spec deviations were noted that could be related to this event. Evaluation: a device from the same lot of the actual device involved in the incident was evaluated. Device evaluated with respect to operational environment. Results: hub. Conclusions: no conclusion can be drawn.